Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log reviewed, and showed that one 10ml bolus test was performed prior to the pump returning for investigation. The pump visually inspected, and delivery accuracy testing performed. The customer's concern regarding failed accuracy was able to be confirmed. The delivery accuracy testing found the pump to be over delivering outside the published specification of +/-6%. Service replaced the pump's expulsor to bring the delivery accuracy into more nominal range. The root cause of the issue is unknown.

Event description:
Information was received that this smiths cadd legacy plus pump was over infusing. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.